Event description:
As reported, a 5f 100cm 135 degree tempo sc vertebral diagnostic catheter was extracted, without generating pressure, and came out incomplete, leaving half of the catheter in the iliac artery. When this is evidenced, "it becomes a hunter's introducer", and the rest of the device is extracted without complications. There were no reports of patient injury. The device was not returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b3, g3, g6, h1, h2, h6, and h10. Complaint conclusion: as reported, a 5f 100cm 135 degree tempo sc vertebral diagnostic catheter was extracted, without generating pressure, and came out incomplete, leaving half of the catheter in the iliac artery. When this is evidenced, "it becomes a hunter's introducer", and the rest of the device is extracted without complications. There were no reports of patient injury. The device was not returned for analysis; however, two images were provided. Picture number one shows the catheter separated in two pieces. Twisted and frayed ends were observed on one end of the separated catheter, at the point of separation, additionally a kink was observed below of one of the separated pieces. The second photo provided the product identification labelling. A product history record (phr) review of lot 18150844 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter-separated- in patient¿ was confirmed through analysis of the provided images. With the limited information provided it is not possible to determine an exact cause for the event. There are procedural factors such as, over torquing and insufficient flushing of the catheter that can lead to resistance friction on a guide wire and separation. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿before use, flush all devices entering a vessel with sterile heparinized saline or similar isotonic solution. Keep catheter filled with either flushing solution or contrast medium while the catheter is in the vascular system and consider the se of systemic heparinization. Forcibly aspirate and flush the catheter with heparinized saline solution at least every two minutes.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a 5f 100cm 135 degree tempo sc vertebral diagnostic catheter was extracted, without generating pressure, and came out incomplete, leaving half of the catheter in the iliac artery. When this is evidenced, "it becomes a hunter's introducer", and the rest of the device is extracted without complications. There were no reports of patient injury. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18150844 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.